Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device off-label, not achieving paresthesia on the table, not performing an x-ray immediately after the implant procedure to confirm device placement, inadequate fixation, and no attempts to change the programs on the transmitter assembly have been ruled out. Additionally, severe force being applied to the implant and the patient having contraindicating conditions have been ruled out. The stimulator is used to treat pain. Although the cause of the reported issue is unknown, migration was confirmed via x-ray. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported neuropathy symptoms as well as burning in their hands, elbows, and buttock. The patient stopped wearing the device for a few weeks. However, the pain did not improve after discontinuing use of the device. Labs were drawn on (B)(6) 2026 which came back normal, the programs were changed on the transmitter assembly, and x-rays were performed which confirmed device migration. Additionally, emg studies for the patient's upper body symptoms were ordered and the patient was instructed to wear their device and record their results for a month. As of (B)(6) 2026, the patient is doing okay. No further information is available at this time.